Manufacturer narrative:
H3: product analysis: evaluation determined that difficulty with assembly was confirmed. The likely cause of failure is due to bearing detachment. It was also found that tube leg bent, color band and laser marking faded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Repair request initiated for device with the report of the internal cylinders go off-site. No patient impact reported. Repair request escalated to a product event due to out of box failure. Additional information regarding the event was being followed up from the facility.